Event description:
Following hospital discharge, the pt felt a sharp pain in the groin. The pt was readmitted to the hospital and underwent embolization by injection of a pseudoaneurysm. The complaint occurred more than 48 hours after discharge.